Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead "went bad." The rv lead was removed and replaced. No patient com plications have been reported as a result of this event.